Manufacturer narrative:
(B)(4)

Event description:
It was reported " suspected iab membrane failure. Soon after the patient had arrived, the pump began alarming for possible helium loss 2. [The user] reset the alarm and resumed pumping several times. The iab was removed without any difficulty, and the patient was doing well. They did not replace the iab". No patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for helium loss alarm is confirmed based on the attached log files. The log file shows multiple helium loss alarms. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met due to the helium loss alarms. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " suspected iab membrane failure. Soon after the patient had arrived, the pump began alarming for possible helium loss 2. [The user] reset the alarm and resumed pumping several times. The iab was removed without any difficulty, and the patient was doing well. They did not replace the iab". No patient's current condition is reported as "fine".